Manufacturer narrative:
UDI and protocol # are unknown. No information is provided to date. Operator of device is unknown. The sample was visually inspected and found to be damaged. No corrective actions are required since it's unlikely that product was damaged during the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that before opening the package, the customer noticed the product in it was damaged. No patient injury was reported.